Manufacturer narrative:
A bayer service representative responded to the site and replaced the injector head which restored the injection system to normal operation. Bayer product analysis examined and analyzed the returned injector head. Visual examination confirmed a sheared bushing screw within the pivot knuckle assembly of the injector head. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported the following: the customer reported that the stellant injector head disengaged from the mounting structure while the technologist was setting up for a procedure and fell to the floor. There was no injury or adverse event reported.